Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited unsuccessful left ventricular auto-threshold (lvat) tests and review of the presenting electrogram (egm) revealed left ventricular (lv) lead loss of capture (loc). The lv was programmed to trend 2v @ 1ms. This crt-d also exhibited unsuccessful right atrial auto-threshold (raat) tests due to low evoked response and noise, and it was noted that this was another manufacturer's right atrial (ra) lead. Additional information received reported that the lv lead was programmed to a different vector and auto-capture was programmed on. Furthermore, there were no ra sensing or capture concerns. This crt-d system remains in service. No adverse patient effects or interventions were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.